Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported has been verified and repaired. A definitive root cause cannot be determined. The following repair activities were conducted: mechanical upgrade performed. Cover irreparable: replaced. Defective material exchanged. Unit is not calibrated correctly. Pneumatic circuit checked. Unit cleaned. 8-hour endurance test carried out. Unit calibrated newly. Functional test performed. Functional test acc. To test procedure completed. Electrical safety test acc. To iec (B)(4) completed. Safety test checklist. Details can be found in the attached service report. Further a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the cover window of the suction window is broken. The measuring of the pressure are not accurate.